Event description:
Hcp reported that MRI was performed using IV contrast and the MRI showed a catheter tip mass on the right side of the spinal canal. No report of device explantation. A follow up report will be sent when additional info is received.